Manufacturer narrative:
(B)(4)

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 62 mm diameter abdominal aortic aneurysm. The aortic neck was 12-15mm in length and neck angulation was noted as 70-75 degrees. It was reported that there was a proximal type I endoleak after the stent graft was implanted. The physician stated the cause of the endoleak was the short and angulated aortic neck. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Conclusion: aortic neck angulation.